Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had occasionally a flickering screen and error e226. This issue occurred during therapeutic laparoscopic procedure. The procedure was completed using the same device. There were no reports of patient harm.